Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the right ventricular (rv) lead had high pacing impedance which triggered an alert. Additionally, the patient's device was recommended for a generator change. Upon interrogation of the device before the procedure the device showed elevated pacing impedances. The trend appeared stable; although, at implant the impedance was 1072 ohms, while the last measured impedance was 2736 ohms. When checking the lead through the analyzer, the impedance was roughly 2200/2300 ohms. After connecting the new device, the impedance was approximately 1500 ohms. There is concern if there was something going on with the gasket, if there was air or whatever may be the cause. The device was explanted and replaced and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the device did not identify any anomalies requiring further analysis and revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.